Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple of days of implant, the patient presented to the emergency room, and it was determined that the right atrial (ra) lead had perforated. The lead was explanted. No further patient complications have been reported as a result of this event.